Event description:
Information was received from a friend or family member of a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and his device had been working up until last week. On (B)(6) 2016, he had a traumatic experience and smashed his finger really badly in between a trailer. Since then, the patient hadn't been able to go to the bathroom and had to use a catheter. Currently, the device was on program 4 at 2.4 volts. Stimulation was increased up to 2.7 volts a few days prior, but the patient didn't get any help. He didn't feel any stimulation and therapy was on. The device was changed to program 1, increased to 1.7 volts, and he felt comfortable stimulation in the correct bicycle seat area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.